Event description:
The nerves in both of my legs, feet, and buttocks were injured by my implanted nevro manufactured spinal cord stimulator, causing constant pain and weakness. I now use a wheelchair instead of walking, if for more than 10 minutes. I saw a pain management physician who told me that it basically electrocuted me, bruising my nerves. I have visited several physicians, including a neurosurgeon, two neurologists, two neuromuscular, and a second pain management. I've had mris (magnetic resonance imaging), x-rays, and nerve conductions tests done. The physicians are all unsure if my nerves will heal and I am on pain medications. This has dramatically changed my life as I'm unable to do most things without increased pain. On (B)(6) 2022, I contacted nevro to ask that a new program be created to address left leg pain. The representative asked me to switch from program 1 to 3 on my remote. I told her that my previous rep informed me that the program would give a tingling sensation, which I did not want. She insisted, so immediately upon switching to program 3, I felt the sensation of being hit by a lighting bolt twice in rapid succession. They traveled down my right leg and felt as though they blew out of my foot. I was in excruciating pain until I could reduce the level of program intensity on the remote. Two days later, while I was still in pain, they suggested I meet with a nevro representative in person. On (B)(6) 2022, I met with a representative who created three new programs. On (B)(6) 2022, my legs collapsed, so I called nevro and they wanted me to try a different program. I turned the device off and plan to have it surgically removed. Although the tests above were all negative, physical exams have shown issues and I did not have any of the pain or weakness prior to my call with the nevro representative on (B)(6) 2022. FDA safety report ID #(B)(4).